Manufacturer narrative:
(B)(4). The troubleshooting determined that the supply bag disconnected (without falling), which is known to cause this alarm. The cause of the disconnection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during dwell two of four phase of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the supply bag became disconnected without falling. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The hp would complete the therapy by manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.